Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, a diagnostic identified a clot in the left main ventricle (lm), left anterior descending (lad) and circumflex arteries (cx). The plan was to place the impella to support percutaneous coronary intervention (pci). Penumbra system was utilized to extract a huge amount of the clot from the lad and cx. The suction was ongoing due to hypovolemic state. Lactated ringer¿s solution (lr), blood products and albumin were provided to the patient. Volume loss was resolved, however despite fem-stop and access site being redressed numerous times, bleeding was continuous. The patient stabilized and the bleeding discontinued. It was also reported that the lad was stented on impella support, and the patient experienced multiple episodes of ventricular tachycardia (vt) and shocks in the cardiovascular lab (cvl) and another episode while in the intensive care unit (ICU).

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.